Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. No failure modes were observed on the sensor plug assembly upon visual inspection. All results were within specification. No malfunction or product deficiency was identified. Issue is not confirmed. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
Customer reported via a webform receiving a "replace sensor" message while wearing the adc device. Customer experienced loss of consciousness and seizure, however no treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. The sensor plug was not properly seated. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Therefore the issue is not confirmed due to use as the sensor plug was not seated correctly. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs (device history review) showed the fs libre sensor and sensor kit passed all tests prior to release. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported via a webform receiving a "replace sensor" message while wearing the adc device. Customer experienced loss of consciousness and seizure, however no treatment was required. There was no report of death or permanent injury associated with this event.